Event description:
On (B)(6) 2012, this patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported the device was implanted with no issue. When the physician went to perform ballooning to seat the iliac end of the endoprosthesis with a 32 mm balloon catheter, the iliac artery ruptured. The physician elected to implant an additional device to cover the iliac artery rupture. The patient tolerated the procedure. It was reported that the ballooning with a 32 mm balloon in the patient's 11 mm iliac artery caused the iliac artery rupture.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.